Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue. There was no adverse impact the customer¿s blood glucose.